Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium battery on the system board.the device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately(B)(4)years old.analysis for reports of this type has not identified an increase in trend.